Event description:
This rental knee walker had been in storage for an unk period of time when a sales rep took it out to demo. When she placed her knee on the knee test pad, the mounting post collapsed. There was no injury.